Event description:
It was reported that following a femoral angiogram, the 5f procedural sheath was exchanged for an angio-seal device. Hemostasis was achieved. One week later, the patient presented with pain in the groin. An ultrasound revealed a 1.6 x 0.93 cm pseudoaneurysm. No compression was ordered. The following week, the patient returned for a follow-up and another ultrasound was performed. The ultrasound revealed the pseudoaneurysm had resolved.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device for vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.